Event description:
It was reported that there was a separation between the tubing and the twist clamp of a minicap transfer set. The evet was further described as ¿the anterior plastic part detached. The transfer set was attached to the patient's stomach when the anterior (functional) plastic part detached.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the female connector/mainbody/twist clamp assembly separated from the tubing. There was evidence on the inside of the tubing indicating the female connector was previously assembled to the tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.